Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the time and date was off by 1 day. It is unknown why the pump time and date was incorrect. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a review of the pump black box histories showed no data from the date of the event due to continued use. The black box data showed a manual time change from 1/7/07 9:58 p.m. To 10/14/2015 9:57 a.m. During testing, a timekeeping accuracy test was performed. The pump maintained time accurately during the 5 day duration test; however, when pump was left without power for 1 hour and pump was powered back on, the time/date had returned to the default settings. The pump was opened and the internal battery on the printed circuit board was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.